Manufacturer narrative:
The correct date received by manufacturer for follow up number 001 is 2020-04-27 and is corrected in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. The cause of losing the programmed setting was user error. No device issue alleged / identified. No patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that everything was good and then they started not sleeping. They had a loss of therapeutic effect. They put batteries in the patient programmer and did something to the device, but they did not know what. Patient services assisted the patient with communicating and the device was off and showed stim at 0.0. They turned stim on and were able to increase. No further device issue alleged / identified. No further patient symptoms or complications were reported.